Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set insertion without removing needle guard event on (B)(6) 2024. The blood glucose level was 425 mg/dl and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information available.